Manufacturer narrative:
Eval summary: an implant reply card, a partial labeling set, and a pt ID card were returned. No lens or lens case returned. Results from the product history record review indicated the product met release criteria. No root cause identified as we are unable to confirm the reported complaint. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implantation the lens was implanted and, following a vitrectomy, they switches to an anterior chamber lens. Add'l info has been requested.